Event description:
Customer reported via phone call to have received a no reservoir alert during priming when reservoir was full. Customer reported to have received a no delivery alarm and found that cannula was bent. Customer also reported to have a motor error alarm. Customer's blood glucose was 46 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm due to working around MRI and CT scans. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.